Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted with moderate paravalvular leak (pvl) reported. A 28mm balloon aortic valvuloplasty (bav) was used to post-dilate the valve with no change in pvl. The valve position was verified via fluoroscopy and transthoracic echocardiogram (tte). A second transcatheter valve was implanted approximately 5mm more aortic than the first valve which resolved the pvl. No additional adverse patient effects were reported.